Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred; cause was unknown. Customer¿s blood glucose was between 250-350 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.